Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the hospital during a checkup visit, lead malfunction due to an increase in atrial threshold capture issue was observed on the ra lead. Programming changes were made to resolve the issue. The patient was referred to go to an electrophysiologist however no further information was provided. Patient was stable.